Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming and the screen reads no disposable pump won't run. The cassette was reattached and the pump started operating. Shortly thereafter the pump began to alarm again for no disposable and the screen reads stopped. The cassette was removed and then replaced. The pump began operating again. The pump them alarmed again for no disposable clamp tubing. The cassette was removed again and the pump powered off. The cassette was reattached again and the pump continued to alarm. No patient injury was reported.